Event description:
It was reported that the probe would not slide into the holster. They used a second holster and were able to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.